Event description:
Healthcare professional reported a left-side deflation. Physician observed "any creases" during surgery and noted "hole in crease". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening assessed to a fold flaw opening. Crease/folding of implant: observed crease fold in the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. White particles observed inside of the device. Additional, changed, and/or corrected data.

Manufacturer narrative:
Visual analysis of the photographs identified, deflation: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician observed, "any creases" during surgery. And noted, "hole in crease". The device has been explanted and replaced.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.